Manufacturer narrative:
This right ventricular (rv) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position, the stylet inserted and body fluid in the helix housing region. Visual inspection noted set crew marks on the correct location of the terminal pin. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of muscle stimulation or high pacing thresholds. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as resistance testing determined the lead was electrically continuous and x-rays evidenced the tip and helix of the lead were undamaged.

Event description:
Boston scientific received information that this patient experienced stimulation and his right ventricular (rv) lead exhibited high pacing thresholds within the first week of being implanted. The patient had an x-ray taken and a perforation was suspected. However, a surgical revision was performed in which an echocardiogram evidenced the lead had not perforated. The lead was explanted to resolve the issue. No additional adverse patient effects were reported.